Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited on the right ventricular (rv) lead oversensing leading into inappropriate shock. Upon reviewed it was found that the lead had dislodged as the device migrated. Additionally, it was noted pocket fluid which was suspected to be related to tissue necrosis. Subsequently, the system was revised and repositioned. No additional adverse patient effects were reported.